Event description:
The event involved a 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer where the reporter stated that when the nurse (rn) hand flushed PICC (peripherally inserted central catheter) line during line change, the fluid leaked from posi flow of the new I-connector that was just changed. The patient involved is a 0.04 female and with potential harm. No harm was reported.

Manufacturer narrative:
The device is available for evaluation- it has not been receive. The investigation is pending.

Manufacturer narrative:
The device was received for evaluation on 3/28/2025. A crack was observed on the female luer. The set was leak tested per product specifications and there was a leakage was observed from the crack. The reported complaint can be confirmed. The probable cause is due to a material issue on a vendor supplied part. Corrective actions are in process. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.